Manufacturer narrative:
The customer made adjustments to their water source but continued to have issues. Three additional patient samples (patients 3-5) also had discrepant high anti-ccp results on the e601 module: patient 3 initial result from the e601 module was 7 u/ml with a data flag. The repeat result on the e601 module was 14.46 u/ml. The sample was also tested on an e411 instrument with a result of 7 u/ml with a data flag. Patient 4 initial result from the e601 module was 7 u/ml with a data flag. The repeat result on the e601 module was 31.91 u/ml. The sample was also tested on an e411 instrument with a result of 9.86 u/ml. Patient 5 initial result from the e601 module was 7 u/ml with a data flag. The repeat result on the e601 module was 30.68 u/ml. The sample was also tested on an e411 instrument with a result of 7 u/ml with a data flag. The lower results from the e601 module and the e411 instrument were believed to be correct. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation tested a total of 20 patient samples from donors using anti-ccp reagent lot 368033 on an e602 module at the investigation site. The investigation was unable to reproduce the customer's allegation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e601 module serial number is (B)(4).

Manufacturer narrative:
The following information has been communicated to roche customers: roche has confirmed performance issues with certain lots of the elecsys anti-ccp assay on the cobas e 411 analyzer; modular analytics e 170 module; and cobas e 601, 602, and 801 modules with plasma samples. The following customer observations have been reported: discrepant results between serum and plasma samples from the same blood draw of a given patient: negative results (< cutoff) on serum and positive results on plasma samples. Discrepant concentrations obtained on plasma samples when comparing different reagent lots. Serum samples are not affected and do not require a workaround. It is strongly advised to use the elecsys anti-ccp assay with serum samples only for the affected lots. Roche is conducting an investigation into the reported issue and has determined that the elecsys anti-ccp assay is strongly affected by pre-analytical errors. The investigation has reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Therefore, we would like to emphasize the importance of following the pre-analytical sample handling recommendations when processing samples (serum and plasma).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys anti-ccp immunoassay (anti-ccp) on a cobas 6000 e 601 module. The initial anti-ccp result was 35.96 u/ml. The repeat result from the same sample tube was 7.00 u/ml with a data flag. The repeat result was believed to be correct based on the patient's clinical condition. The customer made an aliquot and repeated the sample in a cup with a result of 37.21 u/ml. It is not clear if erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The anti-ccp reagent lot number was 36803300 with an expiration date of 30-jun-2019. The measuring cell was replaced. The field service engineer (fse) replaced the reagent pack and ran calibration and qc which were within range. Afterwards, the customer repeated the patient sample multiple times with results of 35.97 u/ml, 37.28 u/ml, 37.67 u/ml and 35.98 u/ml. The issue occurred again with an additional patient sample (patient 2). On (B)(6) 2019 patient 2 initial anti-ccp result was 41.64 u/ml. The repeat result was 42.35 u/ml. The customer made an aliquot and repeated the sample in a cup multiple times with 6 results of 7.00 u/ml with a data flag, a result of 40.55 u/ml and a result of 40.36 u/ml. The customer then ran the original sample tube on a cobas e 411 immunoassay analyzer in the same laboratory with a result of 7 u/ml. The investigation is ongoing.